Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5155477.

Event description:
It was reported via voluntary medwatch that the patient presented with high capture threshold and high output on the left ventricular lead. There were no intervention nor patient consequences provided.